Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a cartridge, connector, and infusion set, with cgm values peaking at 546 and bgm readings above 500 despite a recent set change and visible drops during tubing tests; the user subsequently replaced all supplies, moved the infusion site, filled the cannula, and resumed delivery, after which glucose trended down. Symptoms included hyperglycemia with dizziness and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.